Manufacturer narrative:
Literature citation: masaya takahashi, shinnosuke nakahara, kazuhiro takeuchi, tomohiro takahata, arubi teramoto. "Surgical outcomes of balloon kyphoplasty for pseudarthrosis following osteoporotic vertebral fractures". A2. The mean age of patients at surgery = 78 years. Patients included 12 men and 23 women. Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that balloon kyphoplasty procedures were performed in 35 patients (12 men, 23 women; mean age at surgery: 78 years). The treated levels were th9 to l4, and 2 vertebrae were treated in 4 patients. These 35 patients (39 vertebrae) were assessed in terms of the presence of bone cement leakage, changes in pain intensity (vas), and complications. Out of 26 patients who were followed up for one month or more postoperatively, one patient was observed as having "anterior displace ment of bone cement". No further information was reported. The type of cement used was not reported.